Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the sweep flow line tubing had become disconnected from the back of the red blood cell (rbc) bath. The fse reattached the tubing and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported obtaining 'vacuum' errors and approximately 1 ml of clear fluid leaked from the coulter ac·t diff 2 analyzer. The leak was contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.